Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device not available.

Event description:
It was reported that the patient was experiencing instability so revision was done by using lateralized baseplate, eccentric sphere, and new tray/poly liner.